Manufacturer narrative:
Philips service provided a workaround solution using a wired footswitch; replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch was sticking, and a workaround was provided using a wired footswitch on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.